Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulation (scs) device. It was reported that when patient charged their device, it does not last as it should be. No symptoms reported and no further complications noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the device not lasting longer included more activity. They had a heart defibrillator pacemaker installed. They had weight loss. They stated the device did not charge at night. They stated no steps had been taken yet to resolve the issue. No patient complications were reported as a result of this event.